Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# 92978.

Event description:
As reported by the user facility: down stream occlusion alarms during platelets infusions and with any infusions. PICC line using asv infusion set and removing the asv stops the downstream infusion alarm. They have tried to increase the downstream occlusion line to number 9. The PICC line measure at 1.9 french.